Event description:
This is reported due to the clip detaching from the septal leaflet. It was reported that a mitraclip procedure was performed off-label to treat functional tricuspid regurgitation (tr) grade 4. A xtw was deployed but detached from the septal leaflet shortly after (single leaflet device attachment (slda)). No further intervention was performed. Tr remained unchanged at grade 4. There were no adverse patient effects. No additional information as provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported off-label use was associated with the use of a mitraclip on the tricuspid valve. The reported tricuspid valve insufficiency/ regurgitation (unchanged tr) was due to the slda. The cause of the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The reported patient effect of tricuspid regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. It should be noted that the mitraclip instructions for use (el2133733, revision a) states under the indication for use section that ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr]¿. Since the device was used for a tricuspid valve repair, this is considered as an off-label use of the device. Furthermore, as it was not determined that using the mitraclip on the tricuspid valve contributed to the reported slda, an in-service to address the off-label use will not be requested.